Event description:
Vascade collagen plug was deployed after cath lab procedure. Patient discharged home, re-bled and returned to hospital. She required wound debridement and placement of wound vac as a result.